Event description:
A pt reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 69, 137, 337 mg/dl. Tests were done within 10 minutes with a difference of 87%. Patient did not experience any adverse events. No further information has been reported.